Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad unspecified ap not applicable rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA (B)(4)). Product is unspecified and lot number was not provided. Device is not expected to be returned for manufacturer review/investigation this report is for (band aid brand kizu power pad unspecified ap not applicable rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA (B)(4)). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. This is one of two medwatches being submitted as two devices were involved in past use and present use. See medwatch 2214133-2021-00033 for the consumer¿s present use and reaction (urticaria and anaphylaxis). The same consumer is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer applied band aid brand kizu power pad for treatment of the wound and reported urticaria after application. The symptoms of urticaria became worse with each time. Consumer stated the cause of the urticaria was not known at the time of her initial consultation with physician. Consumer sought medical consultation for treatment. It was reported that, consumer symptoms improved after stopped using the product. Consumer was not experiencing any symptoms while reporting this event. This is one of two medwatches being submitted as two devices were involved in past use and present use. See medwatch 2214133-2021-00033 for the consumer¿s present use and reaction (urticaria and anaphylaxis). The same consumer is represented in each medwatch.